Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the seal on trocar fell apart. Another trocar was pulled to complete the case. There was no consequence to the pt.